Manufacturer narrative:
Correction: previously reported d6a should have been (B)(6) 2017" rather than (B)(6), 2017". The reported events of inability to interrogate, no pacing output, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The patient presented to the hospital complaining of dizziness, and was diagnosed with bradycardia. The pacemaker was attempted to be interrogated, but there was no telemetry even after several programmers and inductive wands were used. It was noted that the pacemaker had no low voltage pacing output, and had no magnet response. The device battery had been determined to have reached end of life, although it is unknown when that occurred. Premature battery depletion was suspected as a result of the header anomaly advisory. The device was explanted and replaced, and the patient was in stable condition.